Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the customer had low blood glucose of 38 mg/dl. Customer was not hospitalized. It was stated that the customer was disconnected during the prime process. The status screen shows the same amount as shown on the reservoir. Customer does not agree the insulin pump is operating as designed. Customer stated that the daily dose is higher than the basal rate and bolus. Customer does not trust the device anymore and insisted on replacing it. No damage to the drive support cap. Customer was advised to contact the doctor. Current blood glucose is 132 mg/dl. Nothing further reported.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.